Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4) the device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, but not while actively ablating, patient became hypotensive to 60/43. A cardiac tamponade was confirmed via trans-thoracic echocardiogram. Heparin stopped and protamine administered to reverse effects of heparin. Pericardiocentesis initially yielded 60 ml with transient improvement of blood pressure to 114/74 followed by another decrease in blood pressure. A total of 420 ml was aspirated and a blood transfusion was initiated. The patient's blood pressure stabilized and the patient was moved to recovery. Generator settings: power control mode, power 30 watts, temperature cut-off 48 degrees c (range 34-36 degrees c), impedance 120 ohms. Irrigated catheter 30 ml/min. No transseptal puncture was performed as this was a ventricular tachycardia ablation, therefore a retrograde approach via the aorta was used to access the left ventricle. The sheath used was a cook 9 french short via groin. The patient did receive anticoagulation during the procedure with acts maintained between 300-350 seconds. All ablation lesions assessed: force 5-20 grams, temperature 36 degrees c, power 30 watts, and impedance 120 ohms. Last ablation cycle time at site of injury was 60 seconds. No report of steam pop. No error messages observed on any biosense webster equipment during procedure. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The patient had extensive medical history to include left ventricular apex aneurysm adjacent to site of ablation. There was no steam pop but the physician reported that he felt there may have been an aneurysm rupture likely secondary to mechanical pressure and not likely due to ablation.

Manufacturer narrative:
Additional information was received on january 28, 2016 on the event. The patient required 5 days of extended hospitalization because of the adverse event. The patient fully recovered from the cardiact tamponade with no adverse outcomes. Manufacturer's ref. No: (B)(4).